Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1902163 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality team. Through examination of the pictures, yellow particles were observed inside of the syringe. To further investigate this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no defects were observed. It has been concluded that the yellow foreign matter consisted of grease and powder particles from the assembly process. Due to friction of the assembly machinery, powder can accumulate and due to an unexpected movement in the machinery, the powder was introduced to the product. As there are several strict preventive measures in place to ensure this defect does not occur, we are confident this was an isolated incident.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: the teacher opened a 5ml syringe and found a yellow foreign matter on the tip of the plunger rod in the syringe. It was so obvious that it could not be used for clinical operation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(4) experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: the teacher opened a 5ml syringe and found a yellow foreign matter on the tip of the plunger rod in the syringe. It was so obvious that it could not be used for clinical operation.